Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent and an infrarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of sac growth with no endoleak present on CT scan. The patient will have an angiography for further evaluation of the sac growth. No further information is available at this time. There have been no additional patient sequelae reported.

Event description:
Additional information; at the completion of the clinical assessment on 06/13/2018, clinical was able to find substantial evidence to support the following additional findings of type 3b endoleak of the main body.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of an aneurysm sac enlargement. Additionally clinical also found evidence of type 3b endoleak of the main body. The complaint is most likely device related as use of strata material likely contributed to this event. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.